Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of double beep alarms was verified. The event log did not show the error. The downstream occlusion sensor will be replaced in service to correct the issue. Use testing was performed. The problem source is the downstream occlusion sensor.

Event description:
Information was received that the cadd legacy pump alarms with double beep and would not stop. Patient removed batteries and switched to her backup pump. Patient did not miss any doses. Ose of amount: 150 ng/kilogram/minute, frequency: continuous, route: intravenous. Dates of use: from 2018 to ongoing. Infusion is life sustaining. No reported adverse effects.